Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 1500 mg/dl. It was stated that the cannula was bent, but the customer never got a no delivery alarm. Troubleshooting was not possible. It was stated that the customer's father requested having sales rep or diabetes educator test the insulin pump personally. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.